Event description:
It was reported that a catheter complication was suspected due to the patient¿s symptoms increasing. It was indicated that a dye study was planned, but the date was yet to be determined. Four days later, it was reported that a dye and rotor study were completed on (B)(6). At that time, the physician was only able to draw back approximately 0.3cc of drug out of the catheter access port (cap) and no additional drug or cerebrospinal fluid. It was confirmed, via fluoroscopy, that the physician was in the cap. When the physician attempted to push dye into the cap, he was met with great resistance. He injected approximately 2cc of dye into the cap, but could not document the flow of dye through the catheter and no dye was noted in the cerebrospinal fluid. It was reported that the rotor study demonstrated appropriate function of the pump and the physician determined that the root of the patient¿s problem was the catheter, not the pump. The physician planned to send the patient to neurosurgery for a catheter replacement, but it had not yet been scheduled. It was stated that the patient was not doing well. The complete list of symptoms was unknown, but the patient¿s spasticity was still increased. The device system was used to deliver lioresal.

Event description:
Additional information was received. It was reported that no further actions had been taken and the catheter replacement had not been scheduled. Three days later, it was reported that the patient was scheduled for a pump replacement on the day of report. It was noted that the assigned surgeon was not aware of any catheter-related complications at the time that he agreed to the surgery. After learning about the potential involvement of the catheter, the surgeon decided to cancel the surgery as he was not prepared to make any adjustments to the catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the date the patient missed their refill was unknown, as was the date of the low reservoir. It was also noted that the patient had adequate drug in their reservoir at the time of their original symptoms and alleged catheter issue. It was unknown if the pump was empty, if it was filled successfully, nor if the low reservoir issue had been resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient's low reservoir alarm had activated due to him missing a refill appointment. The patient would be seeing another physician for continuing care, as his pump would no longer be managed by the prior physician.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received. It was reported that the pump was not working; however, it was clarified that the pump was working, but the medication was not getting into the spinal cord. At the time of report, the patient was looking for a neurologist to fix the pump.

Manufacturer narrative:
.

Event description:
Additional information received reported the pump and catheter was explanted on (B)(6) 2014 and would be replaced in the future. There was no alleged pump issue. The system was being used to deliver compounded baclofen. There was a catheter break and no cerebrospinal fluid flow in the distal segment. A due study was done in october and the catheter was not able to be aspirated. The surgeon opened the pocket on (B)(6) 2014 and a large amount of puss was observed. It was concluded the pump was infected. The pump and catheter were pulled out. When the spinal incision was opened, a catheter break was observed close to the anchor. The product issue was not resolved. The patient status was reported as "alive- no injury." It was reported the patient had acute withdrawal in october. It was decided to not re-implant anything until the infection had cleared. It was later reported a culture was taken with no results released. The pump and catheter were replaced due to infection.

Event description:
It was reported that the pump stopped ¿quit¿ working in (B)(6) 2013 and the patient had been trying to get it replaced. Patient was on oral baclofen. It was reported that the patient had a dye study. The physician ¿evacuated it, and emptied the pump and pulled all of the baclofen out of the catheter and he couldn¿t get any cerebral fluid back through the shunt.¿ it was noted that the shunt was 15 years old. It was reported that the dye study occurred sometime near (B)(6) 2013. It was further reported that the patient can tell where it hooks onto the pump, ¿you can pull it out 3/4th of an inch.¿ it was noted that ¿it sticks out so prominently¿ and later it was noted that it had always stuck out prominently. It was stated that the patient thought the pump got hit on something on the connector and patient thought the connector was cracked. It was reported that the patient thought the connector was bad where it hooked onto the pump. It was stated that if patient ¿sits there and holds on and really concentrates and holds on for an hour or two¿ patient would start to get relief. Patient was supposed to have a pump replacement on (B)(6) 2013 which was cancelled but then patient had surgery scheduled for (B)(6) 2014 but manufacture representative ¿nixed it.¿ it was noted the patient had the pump refilled ¿just the other day¿ because there was an alarm. It was later reported by the manufacture representative stated that patient does not need a pump replacement. Patient showed up at the healthcare provider¿s office that originally implanted the pump. Patient did not have an appointment but insisted that he had an appointment to get the pump replaced. It was noted that the patient was taken out of the office in handcuffs because of his behavior. It was reported that to the manufacture representatives understanding, patient¿s problem is not the pump but the catheter that needs to be replaced. It was reported that the manufacture representative at the dye study was now on maternity leave. It was reported that the manufacture representative did not cancel the surgery, but explained to the patient and the general surgeon that the pump did not need to be replaced but instead the catheter did. The surgeon was not prepared for a catheter revision and canceled the appointment.

Manufacturer narrative:
Concomitant: product ID 8703w, serial# (B)(4), implanted: 1999-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: catheter. With respect to the catheter: the previously reported conclusion code was removed as it no longer applies. With respect to the pump: the previously reported conclusion codes no longer apply and were replaced.

Event description:
Additional information was received from an attorney regarding a patient who experienced personal injury arising out of the defective manufacture, sale, and use of a medtronic synchromed ii infusion system. Medical history and concomitant medications were not reported. It was reported that the patient suffered, using an FDA (food and drug administration) grading of injuries, the following category of damages: life-threatening injury (intensive care treatment, extended hospitalization, exaggerated rebound spasticity, and/or altered mental state) or serious injury (return of underlying symptoms, medical intervention, surgical revision, or observation). However, it was not specified which of the aforementioned damages pertained to this particular patient. Additional information was received from an attorney regarding a patient who was alleged to have been injured due to the device system's failure to deliver medications as prescribed, which required removal of the defective device; the nature of the personal injuries was not specified. The unspecified injuries were reported to have occurred "within the past several years"; as of the letter dated (B)(6) 2016, which was received by the manufacturer on (B)(6) 2016. It was reported that wrongful death resulted in "some instances," but it was not specified if the patient in this event actually died. The reportedly defective device system caused the patient and their family personal and economic injuries including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove the device.